Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did retrieving the blade tip from the patient cause a change in the plan of care for the patient? Is the broken blade tip being returned with the device? Or, was the broken blade tip discarded? Is the detached tissue pad being returned with the device? Or, was the detached tissue pad discarded d?

Event description:
It was reported that the tip broke off during a laparoscopic hysterectomy and fell into the patient. The doctor does not know if all of the pieces of the tip were found. The tissue pad melted and fell off as well but did not fall into the patient. It did not chip or flake off. The entire pad was intact.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, not all present and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. Upon visual inspection to the device, the blade tip was intact and not broken off as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history records were reviewed with no anomalies noted during the manufacturing process.